Event description:
Customer complaint; limited data available. Customer was burnt by the device.

Event description:
Legal claim notification - limited data available. Injuries she received on (B)(6) 2023 as a result of a heating pad malfunction.